Manufacturer narrative:
Unit received with cracked or detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to cracked or detached end cap. Unit had cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was broken off, crack on insulin pump body by reservoir compartment and received no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.